Event description:
It was reported that during a procedure to fragment a ureteric stone, the red aiming beam was lost and the fiber was found to have broken inside the ureteroscope, damaging the scope. The fiber was removed and the case completed using a 200um fiber. The pt did not sustain any injury and was stented (as is routine) at the end of the procedure. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiber was found to be broken approx 4 inches from proximal tip and parted at the connector. Fiber breakage could result in an unsafe firing condition. The probable root cause of the device failure was determined to be user handling/excessive bending or procedural factors encountered during the procedure.